Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for shortness of breath coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. Treatment for the shortness of breath was not reported. While in the hospital, pd therapy was discontinued and the patient was placed on hospice care. Six days later, the patient passed away due to an unknown cause. No additional information is available at this time.